Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. The device manufacturer date for the reported reader is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader. Customer reported receiving readings of 12 mmol/l, 3 mmol/l and 12.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.